Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. A customer quality engineer reviewed the electronic patient records and verified the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut down. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.